Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. The physician elected to continue to use the lead. The patient will be monitored.